Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) has had previous inappropriate shock therapy for slow ventricular tachycardia (vt) episodes with double-counting. Boston scientific technical services has been contacted and is pending a data review. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide correct information in sections e1 (initial reporter first name, last name, phone number, and email address).

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) has had previous inappropriate shock therapy for slow ventricular tachycardia (vt) episodes with double-counting. Boston scientific technical services has been contacted and provided potential reprogramming options. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) has had previous inappropriate shock therapy for slow ventricular tachycardia (vt) episodes with double-counting. Boston scientific technical services has been contacted and provided potential reprogramming options. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.